Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-26015. It was reported that the patient presented in clinic with a hematoma. The physician reopened the incision site and drained the pocket. During the process of treating the hematoma, it was noted that the right atrial lead exhibited loss of sensing, loss of capture, low pacing impedance, and lead damage. The physician decided to explant and replace the lead but continue to use the same implantable cardioverter defibrillator. There were no patient consequences.